Event description:
It was reported that following implant the patient's spasms got better, but the patient's walking function and adls went down. Baclofen was discontinued. Thereafter, the patient's spasms were self-controlled, but the patient requested the pump be removed. The doctor commented that the decreased walking function was not an adverse event. The pump was explanted. It was also reported that on (B) (6) 2009, a volume discrepancy of 200% was noted. The expected residual volume was 17.5ml, the actual reservoir volume was 16.5ml. The actual and expected reservoir volumes were equal on (B) (6) 2009.

Manufacturer narrative:
(B) (4).